Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, edema, was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage of a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This consumer report was received from a russian consumer and concerns a (B)(6) female patient (herself, weight 45 kg, height 150 cm). She was treated with a total of 3 ml of radiesse®, into the projection of the angulus mandibulae, submental crease and the arcus zygomaticus area, on (B)(6) 2019. Radiesse® was injected subdermally, using a 22 gauge cannula, with 1.5 ml into 3 injection points per side. Radiesse® was not diluted. During the injection of radiesse®, into the zygomatic region, the upper vector passed through the malar buccal fat pad. In (B)(6) 2017, and in (B)(6) 2018, the patient was treated with radiesse®, into the buccal-zygomatic sulcus using a bolus technique, and into the chin using a vector mesoradiesse lifting technique. Further patients medical history and concomitant medication were reported as none. She had no allergies, autoimmune diseases, or surgical interventions in the past. On (B)(6) 2019, on the day of the treatment with radiesse®, the patient experienced an edema in the malar buccal fat pad zone, on both sides. The face had an edematic and sickly look. On (B)(6) 2019, the patient was injected with saline with dexamethasone into the malar buccal fat pad zone. On (B)(6) 2019 the patient was again injected with saline with dexamethasone, and with longidaze®. Corrective treatment also included magnetotherapy, and an injection of, reportedly 1.1, hyalual, using a lymphatic technique. On (B)(6) 2019, a volumetric correction was performed, with 1.5 ml of radiesse®, into the deep buccal fat pad zone of the middle third, in a bolus technique. No systemic antibiotic was prescribed and the patient was not hospitalized. The outcome of the event was reported as unknown. According to the reporter, the event was of severe intensity, and it was unknown whether the event was permanent. In the opinion of the reporter, the event was related to radiesse®. Follow-up information was received on 14-feb-2020: this case was upgraded to serious. It was reported that the treatment was necessary to prevent permanent damage. The patient's condition was better. The outcome of the event changed from unknown to resolving.